Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid at an unknown dose/concentration via an implantable pump for non-malignant pain. It was reported the patient was hospitalized on (B)(6) 2016 because they were "desatting" (desaturating). This had occurred suddenly on (B)(6) 2016. The hcp was concerned that the pump might be giving the patient too much medication. A request was made for a local device manufacturer representative (rep) to meet with the hcp/patient to interrogate and troubleshoot the pump. They wanted to confirm that the pump was not delivering too much medication. Further information including what diagnostics occurred, what actions/interventions were taken or if the cause was officially determined was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.